Event description:
The pt turned her neurostimulator (ins) off prior to her chiropractic appointment for a c-spine. When she went to turn the ins back on, she could not feel stimulation even though the pt programmer indicated the ins was on. She experienced a loss of therapeutic effect. She increased the stimulation to 5.50v, but the beginning voltage was unk. It was unk how much she increased the ins. The other programs did not work. It was noted that she was pregnant and was concerned about increasing the stimulation any higher. She was traveling and in fair condition. Add'l info has been requested.

Manufacturer narrative:
(B)(4).